Manufacturer narrative:
B5: on (B)(6) 2022, the lens was intraoperatively implanted, removed, and replaced for a shorter length lens. The problem was resolved. H6: work order search was performed, but was not required. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os). Excessive vault was observed. Cuase of the event is unknown. Status of the eye is, "good."

Manufacturer narrative:
A4-a6:unk. (B)(4).